Event description:
While drawing patient's labs, the rn heard sounds from berlin pump abruptly changed to what sounded like a mechanical "powering down" sound. Waveform dropped to half its size, and driver began to alarm stating "left driver failure" and switched into backup mode. Pt's pump still filling and ejecting, but not as effectively initially, but quickly became adequate after a few pumps. Pt remained alert with no changes in physical assessment or vital signs. (Of note, during event he had several quick bradycardia episodes, however it appears these were unrelated, as he was retching, and had previously dropped his heart rate with these episodes.) Pediatric nurse practitioner called to bedside, along with several rns and rt, with second backup berlin driver. Berlin representative contacted immediately, and he suggested switching pt to backup berlin. Two rns were walked through process, with team at bedside. Pt switched to backup berlin driver with no changes in pt's assessment or pump assessment. He tolerated well. Berlin information downloaded to flash drive and emailed to representative. Transplant team notified. Rep to be picking up defective berlin and delivering new one.what was the original intended procedure?draw labs.device #1is this a laboratory device or laboratory test?no.